Event description:
A product liability claim was raised. It was reported by the patient's counsel that his client was implanted an ncb pp dist fem plate r, 18 holes, 'l' 355 mm on an unknown date and underwent revision surgery on (B)(6) 2012 due to breakage of the plate.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, an updated report will be submitted once the product has been returned to the manufacturer for investigation. (B)(4).